Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem as previously reported due to the report of a fragment falling into the patient. Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed/replicated the reported complaint. The instrument was found to have a broken grip-tip at the grip base. A piece approximately 0.11" x 0.33" was found to be broken off and was not returned. The root cause of this failure is attributed to the user. Corrected information can be found the following fields: updated section b1 to be adverse event and product problem updated section b2 to be required intervention updated section h1 to add serious injury updated d4 to include UDI number d9 updated per receipt of device.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The mega suture cut needle driver instrument involved with this complaint has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. Site history review: a review of the site's complaint history does not show any additional complaints related to this product and/or this event. Image/video review: no image or video clip for the reported event was submitted for review. Product and event verification: a review of the instrument log for the mega suture cut needle driver instrument (part number: 470309-14, lot number: t10200109-0049) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system sk1671. The alleged event occurred on the last use of the instrument. The surgeon used a backup instrument. This complaint is reportable due to the following: the mega suture cut needle driver instrument is designed to grab and manipulate needles to enable suturing during a da vinci assisted surgical procedure. It was reported that during a da vinci-assisted surgical procedure, one of the jaws from the mega suture cut needle driver instrument broke, and fell inside the patient. The broken jaw was retrieved during the same procedure. The procedure was completed with injury to the patient. All fragments were retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted inguinal hernia repair surgical procedure, one of the jaws from the mega suture cut needle driver instrument broke and fell inside the patient. The broken jaw was retrieved during the same procedure. The procedure was completed with no injury to the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the instrument was not inspected prior to use. The instrument was on its last use. The surgeon was suturing when the instrument¿s jaw fell inside the patient. Before the jaw was broken off, the instrument functioned normally and there was no instrument collision during the procedure. The surgeon used a backup instrument and continued with the procedure. The hospital could not provide any patient related information due to hippa policy.